Event description:
A syringe containing norcuron 10mg in 10cc solution was reportedly placed on a syringe pump at a continuous rate of infusion of 1cc per hr. Approx two hrs later the syringe pump was allegedly found to be empty with no audible alarm sounding. Multiple lights on the check screen and zeros across the main screen and a red light at the stop area was reported by the nurse. Norcuron was discontinued and baby apparently recovered without injury.